Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 196 mg/dl. The customer was treated with bolus with the pump. Customer was admitted to the hospital on (B)(6) 2016. Customer's blood glucose at time of admission was unknown. Customer was experiencing headache, dizziness, throwing up and dehydration. Customer cause of hospitalization was diabetic ketoacidosis. Customer was treated with insulin, IV drip and was admitted to intensive care unit. Customer was wearing the pump at time of hospitalization. Customer was able to perform the high pressure test and test passed. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to monitor blood glucose.